Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge displayed a fill estimate of 65 units for the past 3 days. Additionally, the customer was using u-500 insulin in the cartridge. The customer declined to troubleshoot at the time of the call. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.